Manufacturer narrative:
This complaint is still under investigation.

Event description:
Reason for revision: mal-rotation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Conclusion and justification status: a complaint search identified no anomalies. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further.

Manufacturer narrative:
Depuy still considers this closed.